Event description:
Journal reference: deuschl et al. "A randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p.896-908. The article describes the results of a randomized-pair trial of patients with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation patient complications were reported. Reportable event(s): some patients experienced worsening of mobility requiring admission to hospital. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. See scanned pages.